Manufacturer narrative:
A fractured abutment screw had led to the implant being no longer restorable and had to be removed. Dentsply sirona implants is not the legal manufacturer of the fractured abutment screw that caused the event.

Event description:
An abutment screw fracture with a competitor's abutment occurred. The screw fracture could not be removed; cone and a piece of the abutment were stuck in the implant. The dental implant was removed.